Event description:
It was reported that the device was emitting a steady beep tone, potentially a magnet response tone, without anything magnetic that could be setting it off. It was further reported that the device continued to beep a steady tone. Patient wants the device explanted, and says he does not trust it any more. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.